Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time

Manufacturer narrative:
(B)(4): added additional information. The device was returned with the tissue pad partially melted. The device was connected to a test handpiece and generator and the device did activate during functional testing. Probable causes of tissue pad damage are applying pressure between the instrument blade and tissue pad without having tissue between them; and activating the blade without tissue between the blade and tissue pad to avoid damage to the tissue pad. Both conditions can result in probable damage to the instrument.

Event description:
It was reported that during a laparotomy procedure, the tissue pad was detached off out of the patient's body. No pieces were left inside the patient. Another device was used to complete the case. There were no adverse consequences to the patient.